Manufacturer narrative:
Event date for this event is approximately around (B)(6) 2021. The device is returned and an evaluation completed for it. The manufacture date is not available. The user¿s complaint was not confirmed. Upon inspection and testing, as initial findings, the device turned on normally. The device was then in burn-in test using sdi-1 input signal for 10 plus hours and functioned normally. During the test the unit was powered off/on several times. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic bariatric procedure, the device would not turn on. There was a brief delay in the procedure. The procedure was completed with another device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Event date is approximately (B)(6) 2021. Event was found setting up for a procedure. Patient was not involved. Monitor would not power on while team was setting up for a procedure. The monitor was removed from the room and another tower was brought in prior to patient being moved into the room. There was no delay for beginning the procedure. The monitor and the endoscopy electronic equipment is inspected by the biomed department on a regularly scheduled basis and no abnormalities were found during the last inspection. There were no error messages. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. There is no repair history for the device in the past one year. The issue of the device not turning on could not be reproduced during device evaluation, therefore a conclusive root cause cannot be determined. It is possible that the internal printed circuit board temporarily malfunctioned, or the issue was caused by influences other than equipment.